Event description:
It was reported that during an arthroscopic procedure, the physician utilized an arthrocare coblator ii unit system. The flow control valve cable reportedly had a break in the line causing the flow control to work intermittently. The procedure was completed successfully and without any patient consequence. No other information was available.